Event description:
It was reported that there was a right hip revision due to failed bipolar hip. The stem stayed implanted. Sales rep will not have access to primary implant sheet, medical records, patient specific info, pathology, labs.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown uhr head. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer

Event description:
It was reported that there was a right hip revision due to failed bipolar hip. The stem stayed implanted. Sales rep will not have access to primary implant sheet, medical records, patient specific info, pathology, labs.